Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient was admitted to a local hospital with coke-colored urine and power consumption above the normal operating range. The site indicated that the patient had been on lovenox recently for a subtherapeutic international normalized ratio (inr). At that time, the patient was on dual antiplatelet therapy but thermoelastography (teg) results showed no inhibition. Laboratory findings were consistent with hemolysis. The patient was started on a heparin infusion and transferred to a ventricular assist device (vad) implanting facility. The patient denied chest pain, shortness of breath, abdominal pain and nausea or vomiting. Laboratory testing revealed increasing lactate dehydrogenase (ldh) levels, a subtherapeutic inr and an elevated plasma-free hemoglobin (pfhgb). The patient¿s coumadin was held and they were started on an integrilin infusion. On (B)(6) 2018, the patient developed a headache. A head computerized tomography (CT) scan revealed no changes and a bedside echocardiogram revealed a dilated left ventricle (lv), an aortic valve that was opening with each beat and turbulent flow noted at the inflow cannula. A chest CT revealed that the vad was in the expected position. The patient underwent a pump exchange. A preliminary review of the controller log files confirmed the reported elevations in power consumption. The patient is a participant in the vad destination therapy trial improved blood pressure management clinical study. No further patient complications have been reported as a result of this event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient required transfusion while in the operating room during the pump exchange. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump was returned for evaluation. The reported event was confirmed via log file analysis which revealed an increased trend in power consumption beginning on (B)(6) 2018. Forty-four suction alarms have been logged since (B)(6) 2018 and 38 high watt alarms have been logged since (B)(6) 2018. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification. Visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported high power event can be attributed to external factors such as thrombus formation/ingestion. The suction alarms may be attributed to thrombus at the inflow cannula; it is likely that the thrombus got ingested into the pump triggering the high watt alarms. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. In this case, the patient was admitted with a subtherapeutic international normalized ratio and with a recent history of thromboelastography results that showed no inhibition. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.